Manufacturer narrative:
An investigation was performed and the connection is to be modified to improve lead insertion characteristics.

Event description:
The reporter indicated that during the implant, difficulty inserting is1 lead pin was experienced. Also, during implant induction testing using t-wave shock, the overdrive pacing was delivered but the shock was not. Multiple inductions were tried, and at times the t-wave shocks were delivered. The can electrode status was not changed. They had changed sensing margin and turned atrial electrograms on. T-wave shock parameters: 250v 290ms coupling interval w/170ppm overdrive pacing. Auto iegm's and auto print were on.